Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Cement monomer glass vial "shattered" in the hand of the scrub tech while popping the top off the vial.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event without the device to examine; however, a likely root cause for this failure mode is that a hairline fracture was present in the ampoule, which could have occurred from the ¿bumping¿ of ampoules along the production line during the liquid filling process. This possible fracture could have been amplified during transit due to transit stresses, which could have resulted in the ampoule breaking in a way not seen by the surgical team previously. Previous effective actions have been implemented to improve the protection of ampoules during packing and transit to the customer. Complaints received for this issue will continue to be monitored. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.